Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, episodes of high defibrillation impedance were observed. Upon investigation in clinic, the device was found to have eroded out of the pocket. The device was explanted to resolve the event. The patient was in stable condition.